Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was giving an e101 communication error in the middle of three different procedures. According to the initial reporter, in each case the staff were able to continue the procedure, as the error message went away after a few minutes. There was no patient harm or consequence reported as a result of this event. This is event 2 of 3. For the remaining events, please see reports with patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the e101 communication error could not be determined. It is possible that internal dirt in the device caused an excess of temperature, which may have resulted in error e101. Olympus will continue to monitor field performance for this device.